Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found.

Event description:
It was reported that during implant attempt, when connecting the atrial lead to the implantable cardioverter defibrillator (ICD), the atrial screw got stuck inside the connector block. No patient complications have been reported as a result of this event.